Event description:
It was reported that during an ultrasound-guided breast fibroma excision of normal tissue, the driver was shaking. After completion of the excision, the needle tip was found detached inside the breast. The incision was enlarged to 3 cm to remove the tip from the patient's breast. There was no additional treatment provided. The patient was reported as recovered and was discharged from the hospital.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The investigation is currently underway.